Event description:
Originally reported to idtf, on (B) (6) 2009, patient self-tester reports protime inr 1.5 vs lab inr 3.1. Patient therapeutic range in 2.0 - 3.0 inr. No changes to current coumadin therapy were made. No reports of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer's method - manufacturer evaluation / investigation pending product return.